Manufacturer narrative:
(B)(4). The reported complaint of "high baseline error" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "could not replicate high baseline error. Powered pump on/off multiple times to ensure no errors. Finished functional checklist. Iabp ac3 perform to spec. Pump was on patient. Pump was swapped and patient was not harmed".

Event description:
It was reported "could not replicate high baseline error. Powered pumpon/off multiple times to ensure no errors. Finished functionalchecklist. Iabp ac3 perform to spec. Pump was on patient.pump was swapped and patient was not harmed".

Manufacturer narrative:
(B)(4).